Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from the university of (B)(6), in USA. The title of this report is ¿a retrospective data collection of the internal fixation, stabilization and support of fractures, and bone fixation after osteotomies with the axsos locking plate system¿ which is associated with the stryker ¿axsos locking plate¿ system. This study includes research done on 50 patients requiring surgery between the period september 2018 and december 2019. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaint was initiated in the system for the post-operative complication mentioned in the report. This product inquiry addresses delayed healing (no radiographic consolidation) of mid-shaft ulna fracture. The report states: ¿in our analysis we define radiographic bone consolidation as 3 of 4 cortices showing no evidence of a fracture line and clinical consolidation as fully weight bearing with no pain. We also defined delayed union as 3 months with no evidence of significant bone formation and nonunion as a documented visible fracture line with no evidence of healing and clinic documentation if available of pain at 6 months. [¿] ninety-four percent of the cases resulted in radiographic consolidation and 92% of the cases resulted in clinical consolidation, while 6% went on to delayed or nonunion [¿] the delayed union and nonunions were not due to device related events as the plates and screws did not break or cause any issues.¿